Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. A new cartridge was loaded to address the issue and a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. Reportedly, a new cartridge was loaded to address the minimum fill notification. Additionally, it was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level was 254 mg/dl.